Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification and there was no evidence of product nonconformance. During the evaluation, wear marks and scratches from normal use was noted on the device. This complaint could not be confirmed as no failure was detected. A conclusive root cause could not be determined.

Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a total hip arthroplasty procedure while impacting the stem, the screws would not align with the stem. The procedure was able to be completed with the same products. There was a delay in procedure of forty-five minutes.